Event description:
47 year old admitted forelective cholecystectomy. 2/3/92 pt s/p laprascopic cholecystectomy. During the procedure, the clipping device, used for clipping the junction of the cystic duct and common bile duct, did not discharge a clip and caused a pinhole puncture of the cystic duct just above its junction with the common bile duct. Fresh instrument was used and a clip was applied directly over the puncture wound. 2/5/92 drain was oozing large amounts of bile. Hida scan shows flow into duodenum and a leak at the cystic duct. 2/6/92 patient went for ercp which was unsuccessful. 2/7/92 patient transferred to another hospital for ercp which was unsuccessful, sphinterotomy and drainage was done. 2/14/92 patient was discharged home with drain in place.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.